Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was reported that possible ventricular undersensing was noted on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.